Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 45cm peek monopolar handle, dings and scratches were noticed throughout the shaft of device. The 5mm, 45cm peek monopolar handle passed the insulation integrity test. The probable root cause/s could be normal wear or user mishandling, due to dings and scratches being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.